Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient underwent a valve explant after an implant duration of nine (9) years, seven (7) months. The reason for explant remains unknown. No additional details provided.

Manufacturer narrative:
Evaluation summary as received, moderate to heavy calcification was observed and confirmed by x-ray in all three cusps, restricting leaflet mobility. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 5mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 2mm. Host tissue was heavy at the stent inflow and minimal to moderate at the stent outflow, fusing two leaflets at the commissure by approximately 2mm. Tears were observed on two leaflets at commissure 1. One tear measured approximately 5mm and the second approximately 6mm; calcification was observed near the regions of the tears. A hematoma was observed on two leaflets and thrombi were observed on all three leaflets. Incidental findings likely related to explant include the circumference of sewing ring cut and wireform distortion and exposure. Method: x-ray. Additional manufacturer narrative multiple attempts to receive further information regarding the event were made with no response. However, the explanted device was returned to edwards for analysis. Based on our analysis the root cause of this event is likely due to calcification. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve¿s hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.